Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 45 mg/dl. The customer was hospitalized on (B)(6) 2015 for non-diabetic reasons. The customer was treated for the low blood glucose with manual injections and has been waiting for their replacement insulin pump to arrive. The customer did not have time to troubleshoot the issue and did not provide any more information about their hospitalization. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.